Manufacturer narrative:
An event regarding a packaging issue involving scorpio pins was reported. The event was confirmed. Method & results: device evaluation and results: the inner tyvek sheet, plastic screen, product labels and blister with pins were returned. Visual inspection of the packaging found one pin hole on the inner tyvek pouch. The tyvek pouch has been opened from the bottom. Discussion with packaging indicated that the instrument was packaged per the drawing 8000-0001 rev c and found that it met specification. The headless pins are fully seated in the blister and the hole on the tyvek sheet matched the position of one of the dull points of the pin. The event is not related to patient factors. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. Conclusions: the event is confirmed. Pin holes were noticed on the tyvek sheet of the inner pouch however, the root cause could not be determined. Discussion with packaging indicated that the returned product was packaged per the drawing 8000-0001 rev c and found that it met specification. The packaging and the contents appear intact. The issue could have incurred during shipment/handling.

Event description:
Noticed a hole in the package of disposable fluted pins as they were being opened for the sterile field.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Noticed a hole in the package of disposable fluted pins as they were being opened for the sterile field.